Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a downstream occlusion bubble and calibration issue. There was no patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h3: device evaluated by manufacturer: updated h10: additional information received on 01-aug-2022 via email attached in complaint object: issue found during testing-no patient incident. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the tamper seal was missing, however the device was in good condition. There was no evidence of the error or reported problem recorded in event history log. The reported problem was not duplicated. The downstream occlusion sensor seal was flush with the chassis and had no visual deflects. The upstream and downstream occlusion sensors calibrated without any issues. The device worked as it should. No corrective action was taken as the root cause of reported problem was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customers reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
Other, other text: the device was returned, but analysis is pending.the catalog number was incorrectly documented in the initial report, and the model number was not given. The device manufacture date was not documented in the initial report.